Manufacturer narrative:
Additional information received on (B)(6) 2017 and includes: the revision root cause was confirmed as knee pain and the revision was performed on (B)(6) 2017. The pain reason is not determinable. Not available.

Manufacturer narrative:
Additional information received on 15 march 2017 and includes: the patient has patella pain. The revision is scheduled for (B)(6) 2017. On 17 march 2017 the medical affairs performed a clinical evaluation and commented as follows: male patient with a cemented tka since 1,5 years. The prosthetic components look perfectly implanted, but the patella does not sit properly in the special groove on the femoral component. This is most probably the cause for anterior pain. The cause for this inconvenience does not lie in a defective device. Batch reviews performed on 27 march 2017. Lot 150390:(B)(4) items manufactured and released on 15 april 2015. Expiration date: 2020-02-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial tray fixed cemented size 5 right, code 02.07.1205r, lot. 152821 (k090988) lot 152821: (B)(4) items manufactured and released on 10 july 2015. Expiration date: 2020-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-sphere tibial insert fixed flex size 5/12 mm right, code 02.12.0512fr, lot. 143398 (k121416) lot 143398: (B)(4) items manufactured and released on 11 july 2014. Expiration date: 2019-05-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not yet explanted.

Event description:
Revision surgery planned because the patient had patella pain.